Manufacturer narrative:
Device is a combination product.device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient experienced myocardial infarction. In (B)(6) 2011, the patient presented with chest pain, shortness of breath at rest and was subsequently referred for cardiac catheterization which revealed the 95% stenosed de novo lesion that was 10mm long with a reference vessel diameter of 2.9mm and was located in the proximal left circumflex artery. The lesion was treated with predilatation and placement of a 16mm x 3.00mm taxus element drug eluting stent resulting to 0% residual stenosis. One week post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with iron deficiency anemia and was hospitalized on the same day. Within the same day, the patient was diagnosed with acute exacerbation of chronic obstructive pulmonary disease which prolonged the hospitalization. Four days post admission, the patient was diagnosed with atrial fibrillation. An unspecified medication was used to treat the event. On the fifth day post admission, the patient experienced type ii respiratory failure and was treated with nebulization. Chest x-ray was performed for this event. Within the day, the patient's cardiac enzymes were found to be elevated which was then reported as myocardial infarction (mi). Electrocardiogram was performed for this event but the patient was not observed to have experience ischemic symptoms. No action was taken to treat this event. In (B)(6) 2013, the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin.